Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was displaying a " gas external device failure" error message. They sent this unit in for an exchange. No patient harm was reported. Service requested / performed: exchange. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Event description:
The customer reported that the multigas unit was displaying a " gas external device failure" error message.

Manufacturer narrative:
The customer reported that their multigas unit is displaying a "gas external device failure" error. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: mailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their multigas unit is displaying a "gas external device failure" error.